Event description:
Patient reported 2 weeks ago she experienced hyperglycemia. Patient stated when she attempted to bolus; no insulin passed through the tubing. Patient reported she primed the infusion device but insulin still did not come out. Patient stated she switched off the infusion device for an hour and after the hour, the device worked normally. Patient reported she did not receive an error message or an alert/alarm. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Infusion device was replaced and alleged device was returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.